Manufacturer narrative:
Block g2: medwatch # is (B)(4). Block h2: additional information: block d7a (sud reprocessed and reused) has been updated based on the additional information received on october 13, 2023. Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an unknown procedure performed on (B)(6) 2023. During the procedure, the clip deployed however, it did not detach from the catheter. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an unknown procedure performed on (B)(6) 2023. During the procedure, the clip deployed however, it did not detach from the catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block g2: medwatch # is (B)(4). Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed.